Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed an air bubble in the cartridge tubing. Reportedly, the customer successfully primed the tubing and removed the air bubble. The customer's blood glucose level was 145 mg/dl.